Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 521 mg/dl. The customer stated that she was vomiting and was not feeling well. The customer changed the infusion set and bolus, but the glucose level did not drop, and customer was taken to the hosp. The customer stated that she was disconnected from the insulin pump at time of call per her doctor recommendations, and she is on manual injections. The customer did not have the insulin pump with her to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.